Event description:
The manufacturer received information alleging a ventilator would not pass testing. There was no harm or injury reported. The device has yet to be returned to the manufacturer for evaluation. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer had previously reported an allegation that a ventilator would not pass testing. During the evaluation of the device at a third party service center, the complaint was confirmed. The device's machine flow sensor was replaced to address the issue.